Manufacturer narrative:
Continuation of d10:  product ID: l-evolutfx-34 (lot: 0011995329), product type: 0195-heart valves. Product ID: evolutfx-34 (serial: (B)(6), product type: 0195-heart valves. Product ID: cook lunderquist, product type: guidewire. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, using a non-medtronic (lunderquist) guidewire for support in a highly angulated aorta, the valve was recaptured twice due to a deep depth on the non-coronary cusp (ncc) and left coronary cusp (lcc). After the second recapture, the patient became hemodynamically unstable. Cardiopulmonary resuscitation (CPR) was initiated. Transthoracic echocardiogram (tte) showed a large pericardial effusion. Pericardiocentesis was performed and CPR continued. The patient was intubated and a code transfusion was initiated. The valve was deployed to 80%. Ventricular fibrillation (vf) developed. CPR was continued with defibrillation, but the patient expired. The valve was deployed to 100% and aortic root angiography showed no evidence of an aortic rupture. Left ventricular angiography was performed and a left ventricular apex perforation was observed. The physicians attributed the perforation to the non-medtronic guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the hemodynamic instability, ventricular fibrillation, and death were due to the perforation. Per the physician, the dcs did not cause or contribute to the perforation.